Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported activation failure could not be determined; however, factors that may contribute to an activation failure include, but are not limited to, inflation technique, contrast concentration, loose connection with the indeflator, anatomical conditions, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was a procedure to treat a coronary artery. A xience skypoint 3.50x15 was inserted but was unable to inflate. Therefore, the device was removed and replaced. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.